Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 20 mg/dl in the intensive care unit; cause was unknown. The customer declined to provide additional information regarding the issue.